Event description:
It was reported that while starting a da vinci si hysterectomy procedure the site experienced a system error code 25326. With the assistance of an isi technical support engineer the site restarted the system. The system restarted without error and the site decided to continue with the planned surgical procedure. During anastomosis the surgeon had difficulty engaging an instrument installed on a patient side manipulator (psm) arm. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering (fse) concluded that the system error code 25326 experienced by the customer was associated with a remote arm controller (rac)pca board. The rac consists of five printed circuit assembly boards (pca) which operate together to provide control of the system arms. The system was repaired by replacing the affected rac pca board. The fse was unable to replicate the instrument engagement issue reported by the customer. Multiple insertions of the instrument used in the procedure were made by the fe without any issue. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 25326 is reported when the da vinci safety system determines a hardware fault reaction logic occurred on a local rac. Upon determining this condition, the safety systems put davinci in a recoverable safe state. As of (B)(6) 2011, there have been no reported recurrences of the issue at this hospital.